Event description:
The customer reported ballooned pump segment. The tubing was primed, inserted into the pump (lower fitment first, then upper fitment), and started the infusion of venoglobulin (ivig). The medication was not infusing, the pump module door was opened and a bulge was noted in the pump segment. The tubing was replaced and the infusion restarted without incident. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.